Event description:
A medtronic rep reported the s7 camera cycling during a cranial surgery using framelink. The camera would beep two times and the fault light was flashing. They exited and re-entered software and the surgeon was able to complete the surgery using the stealthstation with no impact on the pt outcome.

Manufacturer narrative:
The returned product did not meet specs. The device malfunction was confirmed and directly related to the reported event. The investigation of the returned product found that there was an electrical component malfunction. A replacement part was sent to the site and the issue was resolved.